Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the display was defective due to a missing segment. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was returned without batteries but was turned on using generic stock batteries. Multiple led segments on the led digits did not illuminate. During the operational testing the unit provided both audible and visual alarms and passed simulation testing by providing accurate measurements. An internal inspection of the device was conducted and the unit was confirmed to have an open circuit in the failed led segment, resulting in led digits not lighting up. Led segment d2 failed, preventing all the digits on the screens to fully light up. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.